Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of the system controller not being able to establish flow. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the controller was functionally tested and found to operate as intended during testing. Review of the log file downloaded from the returned controller revealed that the controller was operating as intended. The downloaded controller event log file contained relevant data spanning approximately 1.5 hours (9:53 ¿ 11:35 per the timestamp). While the pump was initiated and operating, flow values measured between 0.0 ¿ 2.6 liters per minute, indicating that the controller established flow. Provided information stated that when the pump was started during implant, the surgeon stated there was no flow going through the pump, and it was confirmed on the echocardiogram. The pump was restarted several times, and the modular cable and driveline connections were noted to be clean and without tissue or moisture. The patient¿s system controller was exchanged, and when the pump restarted, flow was established. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. A) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant the surgeon connected the pump driveline to the modular cable and requested the pump to be started. The pump was turned on at 3000 rpms and then slowly increased to 4500 rpms. The surgeon stated there was no flow going through the pump and it was confirmed on the echocardiogram. The surgeon started the pump and then restarted the rpms, but the power did not increase as the rpms were increased. The pump was stopped again and the disconnected from the modular cable. The modular cable and driveline connections were noted to be clean and without tissue or moisture. There were no kinks or twists in the outflow graft and there was no visible obstruction on the echocardiogram in the ventricle. The modular cable was reconnected, and the pump was restarted but flow was not present. The surgeon requested to change the system controller, the pump was stopped and a new sterile system controller was connected to the modular cable. The pump was restarted, and flow was generated. The power and pulsatility index (pi) were immediately present on the monitor. Rpms were titrated up and the pump parameters increased as the flow increased. The original primary controller was set aside, and the case proceeded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.